Event description:
Plastic trocar had broken off & was inside the thoracic cavity during thorascopic procedure. Procedure had to be converted to an open thoracotomy. Several pieces of the plastic trocar were removed. Ethicon-endo-surgery 1 endopath bladeless trocar with stability sleeve 10/12 mm.